Manufacturer narrative:
Device passed the rewind, basic occlusion test, prime test and displacement test. However, device received stuck in the motor error loop during bolus / basal delivery due to encoder signal out of phase. Displayable history crc check failed on startup error alarm was not confirmed in the history file due to overwritten history file. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error, pump error and a motor position encoder error. The customer¿s blood glucose level was 340 mg/dl. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.